Manufacturer narrative:
(B)(4). D10 - medical product: stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598003701, lot # 62390048. 18mm diameter 100mm length straight stem extension combined length 145mm catalog # 00598801018, lot # 62208852. 15mm diameter 30mm length straight stem extension combined length 75mm catalog # 00598801215, lot # 62481992. 10mm height size e, f with locking screw striped yellow articular surface use with femoral e, f / screw enclosed do not discard catalog # 00599403210, lot # 62537604. G2: australia. H6: mechanical (g04) - femur. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure ten years post implantation due to bone fracture. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d5; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified a periprosthetic fracture of the distal right femur with mild displacement seen best on the cross table lateral view. There is subsequent femoral implant loosening. There is a right knee joint hemarthrosis. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.